Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 14-jan-2020 with the following findings: the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed casing/condition (cracked/damaged casing) issue. This report is made based on results of investigation completed on 14-jan-2020. There was no indication that the product caused or contributed to an adverse event.